Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly started on the ilet experienced overnight hypoglycemia that was treated, followed by hyperglycemia with a reported peak blood glucose of 305 while using a dexcom g7 sensor; troubleshooting and education were completed, and insulin delivery and tubing status were planned to be checked when feasible. Symptoms included hyperglycemia without reported acute complications. Outcomes included self-recovery of blood glucose to 143 without medical intervention or use of backup therapy. Investigation included review of device data and user report. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to insufficient evidence of device failure.